Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Case description: spontaneous report was received on 29-jul-2011 from a physician regarding a (B)(6) female patient, initials unknown. The patient's medical history is significant for gastric cancer. On (B)(6) 2011, the patient had a total-gastrectomy and cholecystectomy. One sheet of seprafilm was placed under abdominal incision right before closing it. Urticaria developed in the whole body at closing of peritoneum, and later the blood pressure decreased. Treatment included corrective medications, names not provided. The action taken with seprafilm was not provided. The patient's outcome for the events was reported as recovered five hours after the onset of the events. Concomitant medications were not provided. The reporting physician assessed the relationship between seprafilm and the events as possibly related. Additional information was received on 18-aug-2011 from the physician regarding the patient, initials (B)(6). The patient's medical history was significant for large intestine carcinoma and sigmoidectomy for large intestine carcinoma in 1989. The patient was generally healthy with good nutrition and without anemia. She had no experience of nuclear radiation therapy. One sheet of seprafilm was placed under mid-incision at upper abdomen. There was no infection. There was no direct placing of anastomosis par, without wrapping. The placing condition was good and the surgeon had placed seprafilm about 50 times. One pleats drain was inserted in the winslow pouch under left diaphragm. There was an adhesion between the omentum; small intension' and colon. The adhesion was detached. Surgery time took about 4 hours and 58 minutes. She had 270 grams of bleeding with no blood infusion. At the end of the operation, the surgeon noticed abdominal wheals immediately after closing the incision. Within 30 minutes, the wheals proliferated to whole body trunk and extremities with redness, which looked like a wheals map. Blood pressure was decreased to 68 mm hg. Hydrocortisone sodium succinate (B)(6) 2011, 200 mg/day, IV (intravenous) and epinephrine (B)(6) 2011, 8/1000/day - 120/1000/day, IV were administered. The patient was admitted to the ICU (intensive care unit) with tube inserted. The skin eruption disappeared within three hours. On (B)(6) 2011, the tube was extracted. On (B)(6) 2011, the patient was discharged from the ICU. Reporting physician commented that the events of urticaria and blood pressure decreased was changed to allergic reaction. Edema in the face and extremities remained until the end of the day. Concomitant medications included senna extract and cefazolin sodium. The intensity for the event of allergic reaction was assessed as moderate. The patient's outcome for the event of allergic reaction was recovered on (B)(6) 2011. The reporting physician assessed the relationship between seprafilm and the event of allergic reaction as unknown.